Event description:
A diabetic nurse specialist at hospital in a foreign country, reported that a pt was taken to the hospital and diagnosed with diabetic ketoacidosis (dka). The pt was treated and discharged. The pt reports he has 4 blood glucose meters, 2 optium meters and 2 one touch ultra meters. He reports alternating between the meters. When he ran out of optium plus test strips for his optium meter, he tried using the one touch ultra test strip with his optium meter. The one touch ultra test strip turned on the meter and he was able to measure his blood glucose level. He continued using the one touch strips and alternating his meters for a further 4 months. He had a routine appointment at the clinic. No issues were identified. Later, he had not been feeling well and his blood glucose levels were low so he adjusted his insulin accordingly. He continued to feel unwell and was taken to the ER where he was diagnosed with dka. The pt also presented with an underlying chest infection which may have been contributory to the dka. The course of treatment at the hospital is unk.

Manufacturer narrative:
The adc optium port was first available in 1998 before the availability of lifescan one touch ultra (otu) test strips in 2000. Through investigation adc has determined that these strips will, in some cases, work with the optium meter. The strip may not always work in the meter as the strip specifications differ in terms of plastic substrate thickness. The port specifications for the adc meters are 432 um to 462 um. The plastic thickness of the otu is 250 um. In some cases, this will be sufficient to operate the micro switch in the adc meter and allow an assay to be performed. Other specifications adopted by the otu strips are matched to adc meter ports. The otu have 3 electrodes, whose spacing matches the contacts in the adc meter and the strip width is equivalent at 5.5mm. The electrical output characteristics of the otu strip is insufficiently different than that of the correct optium test strips to cause a meter error. Both adc and lifescan packaging clearly state which strips should be used with which meter. The otu test strips are presented in vials whilst the optium test strips are individually wrapped in foil. Both systems also emphasize the importance of calibration with each new box of strips. The calibration requirements for both systems are not compatible. The otu test strip gives a calibration code (numbers from 1 to 49) on the test strip vials. The optium calibration is performed by inserting a "calibrator" (a plastic strip like component supplied in a package with each strip box) into the meter port and the strip "lot" number is shown on the meter screen as well as the individual foil wrapped strips and calibrator. Lifescan inc., manufacturer of the onetouch ultra test strips have been provided details of the event. In additional, adc ireland has been in contact with the diabetic nurse specialist at st james hospital who has confirmed tha the customer now has one optium meter with the correct test strips and all the onetouch ultra test strips have been removed.